Manufacturer narrative:
Other relevant device(s) are: product ID: kit0929-01, serial/lot #: none. A medtronic representative went to the site to test the equipment. Testing revealed that the open/close switches on the cylinder were replaced, the open and close pressure was adjusted and the rod ends of the cylinders were adjusted. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used outside of a procedure. It was reported that the 3define camera lens piece was replaced with another one that was broken. The manufacturer representative knew this because their old one had a chunk missing out of it but worked fine, the new one does not allow the drape to clasp on. It was also reported that the guidance system was difficult to move specifically when trying to put it into storage position. The manufacturer representative had to use full body weight to store the guidance system. The door would not close due to sensor errors since it was difficult to put into the storage position. It was also reported that the system was stuck in processing. The manufacturer representative attempted a hard reboot. Lastly, it was reported that the hood did not open correctly. An error popped up and then they have to lift it all the way up and press the button. It would then slam down very quickly and function correctly after that. No patient was present.